Event description:
The customer reported the system made a loud click noise and thereafter the image blackened. Following a reboot it remained functional for a short time, but then repeated characteristics or arcing and shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, tube cover and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.